Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4): product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they bent over, when they were getting back up they had some overstimulation that hurt for a minute or two. This occurred a couple of days prior to the report. It was indicated that it was vibrating towards the back of them and not in their bladder. The feeling went away, but since then, it seemed like they were having to go to the bathroom more. The patient stated that the return of symptoms were the day after having overstimluation, and stated it was a little bit gradual. They noticed that their symptoms were worse as they would wake up and get up four times to go to the bathroom. They couldn't sleep at all because they were constantly going to the bathroom. Even though they didn't actually have to go, they felt like it, so they were getting up all the time. It was noted that they tried to use the programmer to change the settings. When they did, they kept going higher and higher, but didn't feel stimulation. During the call, the patient could not feel stimulation and the therapy was off. The therapy was turned on and increased to 6.0v, but the patient did not feel stimulation. The stimulation was turned back down to 3.0v, where I t was set prior to the call. The patient had increased from 2.8v to 3.0 before the call. It was also noted that the patient programmer batteries low screen came up during the call. The patient was able to complete the desired programming. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.